Event description:
It was reported that the patient presented to the hospital with complaint of swelling at implant site. The device system was extracted due to infection. No infection present when patient was discharged home.

Manufacturer narrative:
(B)(4).